Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized in (B)(6) 2016 with a high blood glucose levels. The customer did not provide any further information about the incident or provide what their blood glucose levels were. The customer was contacted about the issue, but the customer never returned the phone call. The customer did not return the product back for analysis.